Event description:
It was reported by the contact that the customer received an occlusion alarm. The customer's blood glucose level was 457 mg/dl. The contact declined the offer by tandem technical support to troubleshoot to determine a possible cause of the occlusion.

Manufacturer narrative:
Additional information received indicated that the customer's cartridge and infusion set had been changed and the customer has not received any further occlusion alarms. The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.